Event description:
Reporter reported the separation of the connector line port. Per follow up with the international affiliate, the pt line had separated from the transfer set. No pt injury or medical intervention was associated with this incident.

Manufacturer narrative:
Results indicate that the reported event of separated pt line from transfer set was not confirmed. The root cause was undetermined. Renal product surveillance, quality engineering, and plant mfg will continue to monitor this product line and take corrective / preventative action as appropriate.